Event description:
Intubating stylet /bougie caused tracheal mucosa laceration when used for exchanging damaged endotracheal tube. The stiffness of the bougie is thought to cause the tracheal laceration despite of no difficulty found during endotracheal tube exchange procedure . Unsure if this medical device is regulated by FDA or if there is any standard in the stiffness of this disposable airway bougie catheter.